Event description:
Received a copy of medwatch from FDA on 07/16/2008. Incident reported as: upon use of capio device, the needle tip was missing. X-ray ordered and tip noted to be imbedded in supraspinous ligament. The decision was made to leave the tip in place.

Manufacturer narrative:
No sample will be returned for eval. Awaiting investigation report and DHR review on lot#.